Event description:
Technician alleged that the brakes are not holding when activated, the stretcher is still ongoing. No pt impact.

Manufacturer narrative:
The tech replaced both brake casters at the head section to resolve the issue.